Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the manufacturing lots. The initial reporting indicated the products were not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear; however, polyethylene wear after approximately thirteen years implantation should not be unexpected. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product codes are discontinued items. Depuy considers this investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.

Event description:
Bone scan showed polywear, found polyethylene wear and osteolysis.